Event description:
Please refer importer report (B)(4).

Manufacturer narrative:
The device logs and further information surrounding the event have been requested but have not been received despite several attempts to obtain it. A supplemental MDR report will be sent when the investigation is completed. (B)(4).